Event description:
During an operation, a pillow dropped down on the a-line, then the tubing detached.

Manufacturer narrative:
The sample is currently being returned to the manufacturer for evaluation. Additional information regarding the incident has been requested. Upon receipt of the sample and completion of the investigation, supplemental report will be submitted.